Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device has been returned and the device evaluation is in progress. Nevro submits this report in compliance with FDA's medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that the patient experienced a decrease in therapy relief. It was noted that the patient had a few major falls during the past year and had lost a significant amount of weight. Impedance check showed high impedance. X-rays showed both tails of the paddle were detached from the paddle and curled up behind the ipg. The patient underwent revision surgery and the device was replaced. The patient was doing well post revision surgery.

Manufacturer narrative:
The returned device was evaluated. Based on the device investigation and device diagnostic data review, it is possible that the surgical leads' proximal electrodes were detached from the paddle during the removal procedure itself, but the investigation was unable to confirm this. The exact cause of the damage to the surgical lead and the high impedance could not be determined. Because the device statistics data showed that all contacts were within specification at the time of implant, we can conclude that the leads were manufactured within specification. Nevro submits this report in compliance with FDA's medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.